Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate antitachycardia pacing therapy and inappropriate hv shock due to undersensing of at/af episodes. Programming changes were made and there were no more issues. Patient's condition was good.